Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported included malaise, vomiting, and bleeding at the infusion site (abdomen). The patient was treated with intravenous fluids and ondansetron (zofran). It was reported that dose adjustments may be required, and the patient was advised to consult their physician. The patient's parent declined hospitalization and the patient was released the same day.